Event description:
It was reported that vessel perforation and blood loss occurred. The target lesion was located in the left anterior descending artery. Predilation was performed at the proximal mid area of the lesion using a 2.5x15mm balloon catheter. Then a 2.75x38mm promus premier¿ stent was advanced and deployed in the lesion however after stent deployment, a big perforation was noted with blood leaking from the artery. A 2.8mmx16mm non bsc covered stent was implanted to seal off the perforation. The patient had to be anesthetized and intubated. Pericardiocentesis was performed to drain the blood and the procedure was completed. The patient was extubated four days post procedure. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).